Event description:
It was reported that (1) tsw45 device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the surgeon fired two times and the 3rd time the instrument locked up and was unable to fire. Finished the case with a new stapler. There was no consequence to the pt.